Manufacturer narrative:
Product analysis confirmed a device malfunction as the most probable cause of the reported events. The product record review indicated that the identified device malfunctions do not represent a new or unanticipated event. The investigation conclusion code of cause traced to component failure was chosen because a device malfunction was identified during product analysis that could be traced to a component failure. Based on the results of this investigation no escalation is required. This conclusion is supported by the following objective evidence: product analysis did not confirm a device malfunction with the reservoir. Product analysis confirmed the reported allegation of fluid loss based on the identification of a fluid leak in the cylinder. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records found no evidence that the device failed to meet applicable product specifications prior to shipment from boston scientific.

Event description:
It was reported that the patient underwent replacement surgery for the removal and replacement of ams 700 inflatable penile prosthesis due to malfunction. Additional information indicated that patient had the three-component ams prosthesis for 6 years, satisfied. In the last 6 months the first block of the dx cylinder and then the total block of the activator which has not been resolved even during the revision procedure, therefore total replacement. Additional information received stated fluid loss as the reason for device removal.

Event description:
It was reported that the patient underwent replacement surgery for the removal and replacement of ams 700 inflatable penile prosthesis due to malfunction. Additional information indicated that patient had the three-component ams prosthesis for 6 years, satisfied. In the last 6 months the first block of the dx cylinder and then the total block of the activator which has not been resolved even during the revision procedure, therefore total replacement.

Event description:
It was reported that the patient underwent replacement surgery for the removal and replacement of ams 700 inflatable penile prosthesis due to malfunction. Additional information indicated that patient had the three-component ams prosthesis for 6 years, satisfied. In the last 6 months the first block of the dx cylinder and then the total block of the activator which has not been resolved even during the revision procedure, therefore total replacement. Additional information received stated fluid loss as the reason for device removal.